Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient (hp) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The peritonitis was manifested by cloudy bag and abdominal pain. On the same day as the onset, the patient was seen at the emergency room but was not admitted to the hospital. The hp was treated with unknown antibiotics and has since completed them. The hp stated she has recovered from this event. The pd therapy was ongoing. The hp was retrained on aseptic technique. Additional information was requested but was not available at this time.